Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 there was approximately a 1cm longitudinal cut on the shaft of this device. Nutritional supplement was leaking from the shaft of this device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination found the device to have been cut in two pieces. An s-shaped tear was found on the shaft at approximately 1.2cm from the dome. The tear was measured to be approximately 6mm long. A microscopic examination of the tear revealed striations running from the inside surface toward the outside. The striations appear to have been caused by a feeding adapter or similar device inserted into the inner diameter of the device and forced outward through the shaft wall. The condition of the returned unit was consistent with the complaint incident that the device had a cut/ tear on the button shaft. A visual examination of the device found a tear in the shaft. Based on the evaluation of this device, the most probable root cause is operational context. A review of the device history record was performed for lot 14203663 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 there was approximately a 1cm longitudinal cut on the shaft of this device. Nutritional supplement was leaking from the shaft of this device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.